Event description:
It was reported that there was observed damage to power leads. Patient had concerns of tearing of the power source connecter protective webbing near the collars of both white and black power source cables. There were no alarms. The decision was made to replace the system controller due to patient being at risk for further webbing breakdown and wire exposure around power source collars which could cause the left ventricular assist device (lvad) to not operate effectively. Patient was asymptomatic and tolerated the system controller exchange well. Log files were submitted for review and did not contain any evidence of issues caused by the damaged. There does not appear to be any type of external equipment issues causing these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 instructions for use section 2, entitled ¿system operations¿, cautions the user to not twist, kink, or sharply bend system controller power cables; it could cause damage to the wires inside the cable. If the power cables become twisted, kinked, or bent, carefully unravel, and straighten the cable. Section 6, entitled ¿patient care and management¿, states to avoid repeated bending of the power cables, particularly around the connectors. The same section also states, when carrying the system controller in a zippered carrying case, keep the power cables away from the zipper. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The investigation confirmed the reported event of damage to system controller power cables via customer submitted photos. Damage can be noted on both power cable strain reliefs (B)(6) customer submitted photos, figures 1 & 2). A review of the log files submitted do not show any evidence of atypical power cable behavior. The controller was exchanged due to the strain relief damage with no issues. From the information provided, a root cause for the reported event could not be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.